Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 350 mg/dl with extreme thirst, excess urination, nausea, and vomiting. During troubleshooting, a delivery suspend feature issue was reported. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, a delivery suspend feature issue was reported. This complaint is being reported because the reported health event was attributed to an alleged device issue.

Manufacturer narrative:
Follow-up #1: date of submission: 01/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history revealed no recordings of suspend function use on the event date. Later dates revealed two successful manual suspend and resume functions. During testing, the pump was exercised for 24 hours with no instances of unintended suspensions. The pump was manually suspended and resumed successfully. None of the keypad buttons were hyper or under responsive. The recorded total daily dose values added up to accurately reflect the user programmed basal rates. A delivery accuracy test was performed and passed with the pump delivering in the required range. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked in two places, and the casing was cracked near the case seal.